Event description:
It was reported that the (1) al326 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the surgeon was using a al326 to apply clips and found the instrument increasingly difficult to fire. The surgeon then pulled the devices out of the trocar and fired the device at this point. The bottom jaw of the clip applier fell off. He completed the case with a new al236. There was no consequence to the pt.